Event description:
As reported, resistance was encountered while advancing a 5f mynx control vascular closure device (vcd) through the sheath. The user retracted the delivery shaft slightly and attempted to advance it again; however, resistance persisted. The device was removed. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The procedure was diagnostic and performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using another mynx device. The sheath was not kinked or bent upon removal. There was no visible bend or damage to the distal end of the balloon shaft after removal, and no excess force was applied during insertion. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, resistance was encountered while advancing a 5f mynx control vascular closure device (vcd) through the sheath. The user retracted the delivery shaft slightly and attempted to advance it again; however, resistance persisted. The device was removed. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The procedure was diagnostic and performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. Angiography verified femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using another mynx device. The sheath was not kinked or bent upon removal. There was no visible bend or damage to the distal end of the balloon shaft after removal, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was in its manufactured position and completely exposed. Regarding the condition of the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the split condition observed on the sealant sleeves. However, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. An attempt to perform functional testing to evaluate insertion and withdrawal through a csi was made; however, it could not be performed due to the condition of the sealant sleeves, which did not permit introduction of a corresponding csi. Additionally, a simulated deployment test was performed to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the issue experienced and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.